Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the pump emitted multiple ¿loss of prime¿ warnings. The patient reportedly delivered boluses via the pump, the pump continued to emit the alarm without known cause. The patient¿s blood glucose (bg) value was noted to be 342mg/dl with no symptoms. The patient reportedly did not feel comfortable using the pump, discontinued the use of the pump and was a using a pen for treatment. There was reportedly no indication of the ¿loss of prime¿ noted in pump history. The reported bg does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #2: date of submission 04/09/2015- additional information/device evaluation: the pump was received and investigated related to other complaints on (B)(4) 2014. The pump serial number was updated in this complaint file on 03/06/2015; therefore, the reported results are based on the original investigations. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime warning associated with a low, non-zero force. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.